Manufacturer narrative:
The baxter technician found the CPR cylinder and cables needed to be replaced. It is necessary for the progressa bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Examine the pedals, cables, and CPR mechanism on the head motor. Make sure the screws are installed and fully tightened. Examine the condition of the two CPR release pedals, CPR cable, and CPR mechanism on the head motor. Replace the head section motor in the event of a malfunction or the CPR cable if broken. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed in the previous 12 months. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the CPR cylinder and cables to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report stating that progressa frame (product code p7500a001581, serial number (B)(6)), had CPR function was not activating. There was no patient/user injury, medical intervention, symptom, or adverse event reported.